Event description:
It was reported that while using the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed to dissect the aortic lymph nodes near the iliac artery during a da vinci si hysterectomy procedure, a small hole was burnt into the patient's iliac artery. Another surgeon was called in, who repaired the injury using a prolene suture. The instrument and tip cover accessory were removed and replaced and the planned surgical procedure was completed. No additional patient harm, adverse outcome or injury was reported. The hospital also reported that during visual inspection of the tip cover accessory, a small hole was observed.

Manufacturer narrative:
The tip cover accessory was not returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned and/or if additional information is received.